Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level over 600 mg/dl. Customer stated that she was in a state of diabetic ketoacidosis. The customer was off of the insulin pump for less than 48 hours prior to the hospitalization. Blood glucose level at the time of the call was 109 mg/dl. The insulin pump was not replaced or returned for analysis.